Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. The customers blood glucose level was 286 mg/dl.